Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the black box and download history revealed records of call service 052 alarms. On investigation, the pump powered on normally without alarms. The pump was exercised for 24 hours without the occurrence of call service alarms. Investigation did not duplicate the complaint and the pump was determined to be operating within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.